Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp pain in my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal pain lower ("cramping"), fatigue ("tired"), alopecia ("hair loss"), urticaria ("hives"), pruritus ("itchy"), urinary tract infection ("uti"), urethral pain ("urethra burning"), urinary incontinence ("leak urine through the day"), back pain ("excruciating back pain when I was gassy, so bad it would bring me to my knees"), abdominal distension ("gassy"), dyspareunia ("painful sex") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormone are all out of whack now"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the abdominal pain, arthralgia, fatigue, urticaria, pruritus and dyspareunia had resolved, the abdominal pain lower, alopecia, urinary tract infection, urethral pain, urinary incontinence, back pain and abdominal distension was resolving, the anxiety had not resolved and the hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dyspareunia, fatigue, hormone level abnormal, pruritus, urethral pain, urinary incontinence, urinary tract infection and urticaria to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: arthralgia, abdominal pain lower, abdominal pain, fatigue, alopecia, urticaria, pruritus, urinary tract infection, urethral pain, urinary incontinence, back pain, abdominal distension, dyspareunia, anxiety and hormone level abnormal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case received via social media was reported by a lawyer and describes the occurrence of fatal completed suicide ('had taken her own life') and abdominal pain ('sharp pain in my abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal pain lower ("cramping"), fatigue ("tired"), alopecia ("hair loss"), urticaria ("hives"), pruritus ("itchy"), urinary tract infection ("uti"), urethral pain ("urethra burning"), urinary incontinence ("leak urine through the day"), back pain ("excruciating back pain when I was gassy, so bad it would bring me to my knees"), abdominal distension ("gassy"), dyspareunia ("painful sex") and anxiety ("anxiety worse") and was found to have hormone level abnormal ("hormone are all out of whack now"). The patient was treated with surgery (lavh). Essure was removed. On an unknown date, the patient experienced completed suicide (seriousness criterion death). By the time of death, the abdominal pain, arthralgia, fatigue, urticaria, pruritus and dyspareunia had resolved, the abdominal pain lower, alopecia, urinary tract infection, urethral pain, urinary incontinence, back pain and abdominal distension was resolving, the anxiety had not resolved and the hormone level abnormal outcome was unknown. The reported cause of death was suicide. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, completed suicide, dyspareunia, fatigue, hormone level abnormal, pruritus, urethral pain, urinary incontinence, urinary tract infection and urticaria to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: arthralgia, abdominal pain lower, abdominal pain, fatigue, alopecia, urticaria, pruritus, urinary tract infection, urethral pain, urinary incontinence, back pain, abdominal distension, dyspareunia, anxiety and hormone level abnormal most recent follow-up information incorporated above includes: on (B)(6) 2019: information transferred from case (B)(4) (which was created in error for same patient). Additional reporters and reference numbers were added in this case. Event: suicide added. This case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp pain in her abdomen. She underwent a laparoscopically assisted vaginal hysterectomy (lavh). On an unknown date, after essure removal, it was reported that she had taken her own life (interpreted as suicide). This information was reported via social media. The event sharp pain in her abdomen is listed according to the reference safety information for essure. The other event suicide is unlisted. Considering that abdominal pain may occur during essure therapy and that there is no alternative explanation, a causal relationship between sharp pain in her abdomen and essure cannot be excluded (related). With regards to the other event, neither relevant medical history nor concurrent condition was reported. Factors that affect the risk of suicide were also not provided. Considering the lack of information and that the event occurred after essure removal, a causal relationship with essure can be totally excluded (unrelated). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.